Manufacturer narrative:
This report is submitted on may 21, 2024.

Event description:
Per the clinic, the patient experienced magnet dislodgement during an MRI (1.5 tesla). However, the manufacturer's instructions for use of MRI was not followed. Surgery to replace the magnet has been planned but had not taken place at the time of this report. Additional information has been requested but has not been made available as of the date of this report.